Event description:
Customer had set up system prior to a case. System had no image when fluoro, image was half white and half black. Reboot did not rectify problem. System was removed and replaced with another carm.

Manufacturer narrative:
Service rep investigated as reported and repaired camera. No injury reported. System returned to service.